Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (damaged battery charger power connector) was confirmed. Upon receipt the power brick connector was damaged. The pin molding on the connector was physically damaged. The root cause for the defective power supply brick connector could not be positively identified but is likely physical abuse. No adverse event resulted from the defective power brick connector. The pt was provided a replacement charger/modem.

Event description:
A (B)(6) female pt's mother contacted zoll customer support to report that the cord on the back of the pt's battery charger/modem would not stay plugged in. The pt was provided with a replacement battery charger/modem.